Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced a communication error (e224), during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced a communication error (e224), during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the updated legal manufacturer's final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error code e221 was displayed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.